Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when opening the package, foreign matter was found on the cannula."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-21. H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and a brownish semi-translucent foreign matter was observed on the cannula. Ftir (fourier-transform infrared spectroscopy) testing was done on the foreign matter and it was found to likely be a fluorinated organic compound. Actions are being taken to reduce the introduction of foreign matter into the assembly process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when opening the package, foreign matter was found on the cannula."